Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found host pc hard disk couldn¿t recognized while booting. To resolve this issue, fse replaced host pc hard disk, reinstalled the system application. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to startup. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.